Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_ 12.6 implantable collamer lens of diopter -8.5/2.0/070 (sphere/cylinder/axis) lens tore/broke during injection/delivery into the patient's right eye (od). The lens was implanted. Patient contact with no patient injury was reported. The problem was resolved. The cause of the event was reported as unknown.